Event description:
Hcp reported the patient was complainaing of increased pain in spite of an increase in their medication dosage. Their pump was found to be full at refill. The physician replaced both the pump and the catheter. The patient was in for their post-op check and was reported to be doing fine. Their pain is under control with a medication dose of 3.9mg per day. Prior to the device replacement, pt was up to 5mg per day.